Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: do not think we will receive any as the customer/account/department have been reluctant to share any information with any previous incidents and our request go ignored. The patient demographic info: age, weight, bmi at the time of index procedure, date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Was the mesh removed? Please provide date of surgery and surgical findings. Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was reported that the patient experienced mesh exposure in vagina and surgery to remove the mesh. No further information is available.